Event description:
Physio-control is investigating reports of device power supply failures. A review of the reported failures has shown the ac power supply assembly sub-module to be the predominate issue. The reported problem will result in a failure of the device to operate on ac power. If this occurs, the device will alert the user to the failure by a loss of the ac mains indicator light and an optional audible ac loss alert tone. The reported issue could result in a failure of the device to turn on if the internal battery were depleted. There have been no reports of adverse pt events associated with the reported issue.

Manufacturer narrative:
The attributable cause of the reported failures has been determined to be due to a "brown out" condition on the ac power line. The hypothesis is that the failure is caused by temporary sag on the ac line voltage, triggering the 'voltage doubler' circuit to engage while the doubler is engaged, ac line voltage returns to nominal value and the unit fails due to over-voltage. Bench testing at physio-control has shown that "brownout" transients can cause the same component failure patterns that were observed in field failures from countries with nominal line voltage of 240 vac. The corrective action addressing the attributable cause is to increase the voltage ratings of certain components on the ac power supply sub-module from 500v to 600v. It will improve the reliability of the ac power supply assembly during brown-out conditions. There components on power supply sub-module (mosfets reference designators q1, q2 & q6) are subject to over-voltage failure. The design change has been successfully evaluated and implemented in 2009.